Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The customer confirmed that the movement of the instrument was slightly slow. There was no report of fragments falling inside the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 45 stapler instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to reseat the sterile adapter (sa). The issue was resolved after reseating the s/a. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The sureform 45 stapler instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the sureform 45 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer called in to report that the sureform 45 stapler instrument moved with unintuitive motion. An isi technical support engineer (tse) advised the customer to reseat the sterile adapter (sa). The issue was resolved after reseating the sa. The tse also explained about the "select reload color on console touchpad. Color want detected" message. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.